Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history (variableinfo = 3) due to broken trace on keypad assembly. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensor feature and auto mode connection are working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 91 mg/dl at the time of incident. The customer reported that the insulin pump received hardware low level failure alarm during self test. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.